Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of angina, ischemia and restenosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the 3.5x18 xience alpine stent was implanted in the proximal left anterior descending coronary artery (lad). The patient had chest pain, classified as stable angina on (B)(6) 2016. A stress echocardiogram test performed on (B)(6) 2016 was positive for ischemia in the lad region. The left heart catheterization showed 50% eccentric stenosis in the plad distal to the study stent. Revascularization was performed in the lad within 5 mm of the index stent. The two lad stents now overlap. The condition resolved on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a myocardial infarction on (B)(6) 2016. No additional information was provided.